Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the internal connection of the implant (tsvwb10) was stripped during implant placement. Another implant was used to complete the procedure. Tooth location 30.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that during implant surgery the implant stripped out by the internal connection. The procedure was completed using another implant. Doctor experienced a delay of 45 minutes. There was no report of patient injury. Expiration date: aug 31, 2022. Date recv'd my MFR: 19 june 2019. Follow up. Type of reportable event: malfunction. If follow up, what type: additional information, device evaluation. Device evaluated by MFR: yes. Device manufacture date: 03 aug 2017. The reported device was received for evaluation. Visual inspection of the as returned product identified that the external hex for the implant's mount was fractured off. Functional testing to recreate the reported event could not be performed due to the degree of damage to the implant. The reported condition of the implant being stripped out at the internal connection could not be confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during implant surgery the implant stripped out by the internal connection. The procedure was completed using another implant. Doctor experienced a delay of 45 minutes. There was no report of patient injury.